Event description:
During an emergency c section, anesthesia machine failed to read any patient airway gases (etco2, o2, etc.). Per site reporter: manufacturer notified and sent out tech to troubleshoot and fix machine.